Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g7 wearable was not working with the tandem pump and adverse event occurred. The pediatric patient's parent reported that a total of 5 wearable's were not working with the pump. The issue had reportedly already been reported to tandem. On (B)(6) 2024, the patient was reportedly hospitalized as a result of the sensor and pump not working together. The patient experienced dizziness while the g7 app display device provided a high alert (the cgm value was not specified nor clarified). The reporter was unaware if the patient was paying attention to her pump reading. The patient reportedly attempted routine diabetes management with unspecified corrections every 2 hours for the entire day. The grandmother transported the patient to the hospital. During troubleshooting with technical support, the pediatric patient and her caregivers became aware of the wearable's incompatibility with the tandem pump, therefore making the automated insulin delivery software of the pump inaccessible. The bg in the emergency department (ed) was 648 mg/dl, the patient was treated with IV insulin, and discharged after 5 and a half hours. At the time of the report, the same day as the event, the patient was fine but still hyperglycemic with a bg of 275 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.